Event description:
A nurse reported to baxter an issue of a dead insect embedded in a spike connecter of a homechoice disposable set. The nurse stated that they opened a pouch and found a particle that looked like a dead insect embedded in the spike connector. The sample was available. The product was not used on any patient. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported issue of a particle embedded in the spike connector was confirmed. The cause was determined to be residue from a glove used in the molding area. As a preventive action, the glove material will be changed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required